Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a repair/ failure investigation, the customer returned a graphical user interface (gui) printed circuit board assembly (pcba) . An investigation was performed on the returned component; however, the alleged malfunction could not be confirmed.

Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator shuts down and was inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.